Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 16f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, the suture was not present when the plunger was retracted in step 3. The sutures of two new proglide devices were successfully pre-placed. The evar procedure was completed using the same 16f size sheath. Hemostasis was achieved with the pre-placed proglide prostyle sutures. Additionally, 2 proglide devices were successfully used to close another access site in the femoral artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.